Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows recovery screen. A field service engineer (fse) found component was missing and station would not boot up and was at a windows error recovery screen. Operating system would not repair. Re-imaged station and performed synchronization. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es hard drive was failed to initialise and station stuck on windows recovery screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.